Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block and pre-syncope. There was possible fracture, high threshold and oversensing noise on the right ventricular (rv) lead. There was long pauses in paced rhythm were also reported by the emergency department. The lead was explanted and replaced. The patient also experienced phrenic nerve stimulation and diaphragmatic stimulation on the left ventricular (lv) lead. It was noted the insulation of the lead was damaged. The device had reached battery depletion prematurely. There was also high threshold on the right atrial (ra) lead. The ra lead was reprogrammed and remains in use. The lv lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.